Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation began with a review of recent manufacturing and testing data for the affected lot. This review indicated that the reagents were released within specification and that no issues were identified internally that could affect the performance of the reagents. Furthermore, testing was recently carried out in (B)(6) 2011, to assess the accuracy of recovery of this architect total b-hcg reagent lot (B)(4) across the measuring range of the assay using controls, panels and patient samples. High patient samples were also analyzed to determine if they had an adverse effect on the recovery of the low panel. This testing was carried out on an architect i1000sr instrument and an architect i2000sr instrument. This testing met all specifications, which demonstrates that this assay can accurately and precisely recover total b-hcg concentrations in patient samples. The analysis of high samples before the check for sample recovery at the low medical decision point did not have any effect on recovery. From this testing it can be concluded that the architect total b-hcg assay, reagent lot (B)(4), is meeting performance, safety and efficacy claims. Patient samples were made available from the customer site for this evaluation. Testing was executed to assess the accuracy of recovery of the architect total b-hcg reagent lot (B)(4) across the measuring range of the assay using controls and panels. Testing met acceptance specifications, which demonstrates that this assay can recover different levels of total b-hcg concentrations in controls and panels accurately. Results obtained from the five returned patient samples assessed concluded the following: the two heterophilic binding tube (hbt) untreated samples assessed neat and diluted (manually diluted 1:2 and 1:4) exhibited a non-linear response thus suggesting the sample in question contains some type or form of unknown interference; one untreated customer returned sample was treated using a hbt tube; however an assessment of this sample pre- and post- hbt treatment demonstrates that the hbt tubes cannot remove the type of interference present in the sample; the two samples that were hbt treated at the customer site were assessed (neat) during this study. A (B)(6) response was obtained demonstrating that hbts were not capable of removing interfering substances present in the patient sample. From these results, it can be confirmed that the patient specimen in question contained interferents; however, the specific type of interferent could not be determined. The architect total b-hcg assay performance is currently being monitored in a proficiency testing environment. Results to date demonstrate that the architect total b-hcg assay is performing acceptably with no instances of discrepant results obtained. The architect total b-hcg package insert ((B)(4)) contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The current investigation found no product malfunction for the architect total b-hcg reagent kit, list number (B)(4), lot number (B)(4). The investigation demonstrated that safety, effectiveness and label claims were met and that the assay is currently performing acceptably. Correction: in dilution table, replace "neat" with "1:1." Correction: due to foreign character application, the address should read - (B)(6). Method: review of complaint tracking and trending.

Event description:
The customer states that one patient generated repeat (B)(6) results with the architect total b-hcg assay from (B)(6) 2010 to (B)(6) 2011. The same patient tested (B)(6) for b-hcg on two non-abbott platforms. A sample from this patient was tested after exposure to heterophilic blocking tubes and generated positive architect results of 144.4 and 154.7 iu/l. A sample was also diluted and generated the following architect total b-hcg results: dilution neat: 1:2 , 1:3 , 1:4 , 1:9 . Final result iu/l: 92.7 , 77.7, 61.0, 48.4, 28.5. There is no impact to patient management reported.